Event description:
Two knee replacements in the same knee [knee arthroplasty], bone fracture [fracture], injection did not help [device ineffective]. Case description: spontaneous report was received on (B)(6) 2012 from a female pt (age not provided), initials (B)(6), with unk product indication. No relevant medical history was provided. On (B)(6) 2011, the pt initiated treatment with synvisc one (hylan g-f) injection of 6 ml, in an unspecified location. The lot number was not provided. It was reported that the injection had not helped and the pt underwent two knee replacements in the same knee. On (B)(6) 2011, the pt experienced a bone fractured and subsequently underwent the second knee replacement. Synvisc one dose was unchanged. The outcome for the events of "two knee replacements in the same knee," bone fracture and injection did not help was unk. Concomitant medications were not provided. The intensity for the events of "two knee replacements in the same knee," bone fracture and injection did not help was assessed as unk. The qa (quality assurance) investigation results were received on (B)(6) 2012. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Manufacturer narrative:
MFR's comment: the benefit-risk relationship of the product is not affected by the report. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.